Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device was sent to bench for evaluation. It is unknown that if patient involvement.

Manufacturer narrative:
Device scrapped.

Event description:
It was stated that this device was to be sent to the philips bench for evaluation. There was no reported patient involvement.